Event description:
Impella cp was inserted via the right femoral artery in a 57-year-old male patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient's clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) shock stage e. The patient required concomitant veno-arterial extracorporeal membrane oxygenation (va-ECMO), and the impella cp was utilized for left ventricular unloading. During support, the medical team reported an abrupt change in device waveforms, with the left ventricular waveform exceeding the aortic waveform. Concurrently, impella flow increased from 1.8 l/min to 3.1 l/min at p-4, and the mean motor current increased from the 300 range to 497. Approximately four days later, the patient developed loss of distal perfusion in the impella access limb. Vascular surgery was consulted, and a fasciotomy was performed with restoration of distal perfusion. Activated clotting time (act) was reported to be within the therapeutic range during the event. The impella cp remained in place and was subsequently explanted after approximately seven days of support, which exceeds the recommended duration of use for this device. At explant, act was reported to be less than 160 seconds. A thrombectomy of the right femoral artery was performed, and two large thrombotic casts were removed from the artery. Thrombus was also noted on the explanted impella cp device. The patient was subsequently escalated to impella 5.5 support to continue left ventricular unloading during ongoing va-ECMO therapy. Based on the available information, the reported peripheral limb ischemia and thromboembolic event occurred during impella cp support and required vascular intervention. Thrombus was identified on both the explanted device and within the right femoral artery. Given the temporal relationship to device support, an association with the device-patient interaction cannot be excluded. The impella cp continued to provide support throughout the event, and there is insufficient information to determine whether the reported waveform changes represented a device malfunction. The patient survived explant and was successfully escalated to impella 5.5 support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.